Manufacturer narrative:
At this time, the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had not reached elective replacement status while implanted. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Subsequent electrical testing and analysis isolated the high current condition to an integrated circuit (ic) capacitor. Detailed analysis confirmed that capacitor degradation created the high current condition that led to the reported premature depletion.

Event description:
Boston scientific received information that upon a routine device check, it was observed that approximate time to explant this device was listed at three years. This device had been implanted for approximately one year. Technical services performed a pre-implant device longevity estimate, with an estimated longevity of nine years. A save all to disk was performed for engineering analysis. Disk analysis confirmed an increase in operating current. An invasive revision procedure was performed. During the procedure, a small area of insulation on the chronic right ventricular (rv) lead came off the pace/sense portion of the lead. Lead measurements tested within acceptable limits and the lead was ultimately used. The device was successfully explanted and replaced without complication.